Event description:
Pt reported the rubber on the side button of the infusion device is damaged. Pt stated the wear of the side rubber is causing the buttons to malfunction. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The product has not been returned for investigation and the production data complies with the specifications; therefore, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.